Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that her meter was set to the incorrect unit of measuremeant. The medical affairs specialist (mas) mailed a letter, since the user could not be reached by telephone for further clarification. The pt reported that her meter was reading in mmol/l instead of mg/dl. She was taken to the hosp because of a "heart condition," but she did not report any details about the event. The results obtained from both the pt's and the hosp's meter were not provided and it is not known what, if any, treatment was received at the hosp. The pt reported that her meter was previously set to the correct unit of measurement and that she did not recently make any changes to it. A replacement meter has been sent.